Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s other blood glucose was 36, 71 mg/dl. The customer treated with the glucose tabs. The customer declined troubleshooting for low blood glucose. The insulin pump will not be and sensor will be returned for analysis. Frn-unk-rsvr. Ozo-mmt-7008-snsr. Unomed set.